Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance spike. After extensive testing of the device and lead, it was confirmed that there was a loose set screw. After the testing, the implantable cardioverter defibrillator (ICD)nd rv lead were working fine and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead had a possible fracture, high impedance. The lead was capped and replaced.